Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result: the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages or signs of a possible rupture. A functional inspection was performed, and the device was connected to an alliance inflation system. However, the balloon could not be inflated, most likely due to it be occluded with dry contrast media. With all the available information, boston scientific concludes the reported event of the balloon burst could not be confirmed. The device was returned with some dry contrast media inside the catheter, restricting the capability of the device to be functionality tested. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst inside the patient. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst inside the patient. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx dilatation balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.